Event description:
It was reported that on (B)(6) 2011 the patient underwent a surgical procedure that entailed a l5-s1 decompression and interbody fusion with a polyether ketone cage and rhbmp-2/acs through a right sided approach; instrumentation with pedicle screws l5-s1; intertransverse fusion with mastergraft l5-s1 using quadrant medtronic tubular retractors and sextant medtronic percutaneous screws for back pain with l5-s1 degeneration. Per the operative report ¿¿.I removed disk material, curetted and prepared the endplates for a size 10 cage. I placed the 25 mm size 10 cage containing rhbmp-2/acs and advanced it to a satisfactory position on ap and lateral fluoroscopy. I then, by direct vision, placed pedicle screws on the right side at l5 and s1; and placed appropriate side rod; and with final tightening obtained a stable construct. I curetted the transverse process of 5 and the ala of the sacrum and packed the area with a mixture of mastergraft and rhbmp-2/acs. I then went to contralateral side, and using fluoroscopy, I made stab incision and cannulated the pedicles at l5 and s1; and after satisfactory ap and lateral fluoroscopic images were obtained, I tapped and placed appropriate size cannulated pedicle screws; and using pedicle screw instrumentation, I placed an appropriate size rod, and with final tightening got a stable construct¿..¿ no complications were noted. On (B)(6) 2011, the patient was discharged from hospital. On (B)(6) 2011 the patient presented ¿some numbness in his right calf and foot.¿ on (B)(6) 2011, a radiograph of the lumbosacral spine was taken including oblique views which showed prosthetic placement at l5/s1 and the intervertebral prosthetic device also in place at l5/s1 level were in good position; the rest of the lumbar spine presented normal curvature; and there was no evidence of any underlying post traumatic change or fracture. On (B)(6) 2012, an ap and lateral view of the lumbar spine were taken which demonstrated that the prosthetic placement at l5/s1 and the intervertebral prosthetic device also in place at l5/s1 level were in good position. On (B)(6) 2012, the patient presented ¿increasing back aches, neck pain, and bilateral leg pain.¿ the patient reported that the pain occasionally kept him awake at night . On (B)(6) 2012, a lumber spine 3v study was conducted which demonstrated that ¿post intrapedicular prosthetic device was in place l5/s1, good placement; intervertebral dick prosthesis at l5/s1, good position; the rest of the examination of the lumbar spine maintain a normal curvature; no evidence of any underlying acute post traumatic changes ¿. On (B)(6) 2012, the patient presented mild back pain and occasional numbness in his legs, he reported having had an episode of neck pain and severe headache which led him to go to the ER. ¿the x-rays of his cervical spine were normal¿. On (B)(6) 2012, the patient complains of occipital headaches and has been in and out of the ER for them. He also presented numbness in his left hand where he has been diagnosed with carpal tunnel syndrome in the past. On (B)(6) 2013, the patient presented with paresthesias in both upper extremities. An emg and ncv were conducted which demonstrated ¿nerve conduction studies on bilateral upper extremities are within normal limits. However, mild degenerative changes were seen in tight triceps but no significant changes were seen in paraspinal muscles in right c6-7 distribution. Increased insertinal activity was seen in left midlevel cervical paraspinal muscles¿..possible mild cervical radiculopathy¿.¿ on (B)(6) 2013, the patient presents poorly localized pain in his back and between shoulder blades. Per the doctors notes ¿he recently had what appears to be a heart attack and now has two stents in his heart.¿

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.